Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touch screen issue was verified. Functional/duplication testing was performed in regards to the low blood glucose, and the alleged issue was verified in the pump logs; however, no failure was identified related to the reported issue. Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl (cause unknown), causing the customer to fall. The pump touchscreen subsequently became shattered and unresponsive. The customer consumed carbohydrates to address bg. The customer reverted to an alternate method in insulin therapy.